Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell 1. The patient was connected at the time of the alarm, and had not disconnected. The cg stated that the home patient (hp) must not have connected the heater bag properly as the line had come apart at the connection between the heater bag and the heater line. The baxter technical services representative (tsr) explained the alarm the alarms and had the cg cycle the power twice to clear them. The tsr then explained that the cg would need to start over with new supplies and contact the hp's registered nurse within 24 hours. The cg understood. The tsr reviewed proper procedures with the cg. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. She stated that the disconnection between the bag and the set was caused by user error alone; she had not tightened the connection all of the way. There were no allegations made against any of baxter's products. The patient stated that none of the solution got on anyone. She had not told her nurse about the incident, but her therapy has been going well since and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had not reported the incident to her, but that she would speak with the patient about it. The nurse stated that the patient was doing well and continuing therapy on the homechoice.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was supply bag disconnected without falling. The label review found the labeling adequate for the use error in this complaint.